Manufacturer narrative:
Device evaluation completed on may 24, 2024: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth hpg, 275cc returned device. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Necrosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation primary with mentor memorygel, 250cc on the right, and 275cc on the left side, silicone prosthesis experienced right sided capsular contracture grade iii, bilateral acquired deformity nos, and left sided breast cyst, breast pain, breast abscess and device migration post procedure. The ultrasound examination confirmed left sided cyst, and abscess. Patient underwent incision and drainage for the abscess. Patient was placed on po antibiotics and cultures grew out strep viridians. On next visit, she stated that the wounds have finally closed on the left breast, however patient feels pain, and presence of mass at the location of the pain which is tender to palpation. As a result, patient underwent bilateral capsulectomy, bilateral mastopexy, bilateral placement of durasorb mesh, left breast excision of soft tissue mass and bilateral replacements s follow: left catalog number 3505501bc, serial number (B)(6), right catalog number 3504754bc, serial number (B)(6), on (B)(6) 2024. This report relates to the left side.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cyst, breast pain, breast abscess and device migration, and acquired deformity nos mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).